Manufacturer narrative:
Age at the time of event: early (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR: 2134265-2018-04735. It was reported that the innova delivery system became stuck on the wire and was inadvertently deployed. A 5x40x130 innova¿ stent and a v-18 bsc wire were selected for a right superficial femoral artery (sfa) balloon and stenting procedure. The innova device was inserted into the patient, over the wire, and they could not advance it to the distal sfa; the patient had a tight bifurcation. When trying to remove the device it became stuck on the v-18 bsc wire. The innova and the wire were removed together. Upon removal, it was noted that part of the stent was deployed. The physician did not attempt to deploy the stent; but approximately 2 mm was sticking out. Everything was removed and the procedure was completed with a different stent and wire. The were no patient complications reported and the patient¿s status was reported as fine.